Event description:
The drop down menu to specify route of administration of medications is a source of innumerable errors. The first option is im and is frequently selected because of its location and close resemblance to IV. It is a flaw that has been carried on by the vendor for years, endangering hundreds of patients, if not thousands over time.